Event description:
It was reported the device was difficult to remove during first lesion treatment. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure to treat peripheral arterial disease (pad). The device was used successfully for the proximal popliteal lesion, and the physician attempted to use the device for a second lesion in the distal popliteal. The physician noted the device was hard to remove during first lesion treatment. During re-priming, saline was coming out of the guidewire hole in the back of the device more than expected. There were no patient complications, and the case was completed with a different device of the same model.